Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Test strip lot number, info was not provided.

Event description:
A reporter/lay person informed a customer care advocate, cca, in 2007, that the pt/lay person's one touch ultra 2 had prompted a message. The reporter either did not know or provide a description of the message. Product was replaced. This senior medical affairs specialist has been unable to speak with the reporter. A letter will be sent to the reporter. The complaint is classified based upon info the cca obtained. On december 11 at 6 pm pacific time, the meter prompted a message. The pt was shaky at some point after the message. The pt injected an increased dose of novolog, either three units total or three extra units after the message prompted. Whether the pt felt shaky after taking insulin or before was not provided. No medical intervention was received. The reporter either was unable to or refused to troubleshoot with the cca. Hence, the issue was not resolved. Because the reporter alleged the patient experienced a symptom of being shaky after the issue began, this complaint is classified as an adverse event.